Event description:
The intralase laser was used to create a corneal flap for lasik surgery on (B)(6) 2012. After the surgery on (B)(6) 2012, it was reported by the doctor that the patient had level 1 diffuse lamellar keratitis (dlk). The patient's flap was lifted and rinsed. The next day, it was reported that the patient had 20/15 vision. The patient completed treatment with 100% resolution. The dlk took 2 days to resolve, with no impact to the patient's vision.

Manufacturer narrative:
Evaluation: a field service specialist (fss) visited site after the event to perform quarterly preventative maintenance in (B)(4) 2012. No problems or observations were made and the fss indicated that the system meets all abbott medical optics (amo) specifications. A system check could not be performed after the event had occurred ((B)(6) 2012) because the surgery center had not reported the information to the manufacturer until (B)(4) 2012. By that time, the system had gone through a preventive maintenance check which showed that the system met all amo specifications. Note: all pertinent information available to amo at the time of this report has been submitted.